Event description:
It was reported that the implantable device is 'killing my wife'. The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt's status was undetermined at the time of the report. Additional info has been requested, a follow-up report will be sent if additional info becomes available.